Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to blank display.

Event description:
It was reported that the insulin pump had battery life problem and it was switched off without any warning. Customer's blood glucose level was unknown. Customer changed battery cap using company supplied batteries but without any improvement. No further information provided. Insulin pump will be returned for analysis.